Event description:
It was reported that during implant of the right ventricular (rv) lead it exhibited high impedance and high threshold with different positions in the ventricle. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).